Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in ecuador was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of the august 28, 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(4) reported that while in use on a patient the device alarmed "xdcr fault". The patient was removed from the device and placed on another device with no harm to the patient.